Event description:
It was reported the patient is a "twiddler". The lead was pulled back to the pocket. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. Several conductors were distorted. There was blood/body fluid (not obstructed) on the defibrillation conductor. The outer insulation was torn. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Visual analysis revealed there was apparent explant damage.